Event description:
Customer reported an over infusion of fentanyl. Nurse programmed a fentanyl drip in the critical care profile. She selected a fentanyl guardrails drug and started programming it (believed intended programming was for 25 mcg/hour). She saw the entry for weight, which she didn't usually see, but entered the weight. She pressed start and did not verify the rate before leaving the room. About 30 minutes later, the pump alarmed and she found that the 200 cc bag of fentanyl was empty and that the rate was 400 ml/hour. The pt was on a ventilator. The pt was given narcan and is doing fine. The devices were not sequestered. Although requested, no additional pt or event info was provided.

Manufacturer narrative:
(B)(4). The customer's report of an over infusion of fentanyl could not be confirmed. No devices, dataset or event logs were returned for investigation. An investigation into the issue by the hospital and carefusion pharmacists found that there was a dataset issue related to incorrect entry of anesthesia mode only drugs during a data set revision, which allowed the nurse to choose an incorrect entry for fentanyl. A carefusion pharmacist has worked with the pharmacist at the facility to let them know how to correct the dataset. Biomed reported the new corrected dataset has been implemented, and all units have been checked to verify that the new data set was received by all of the pumps.